Manufacturer narrative:
Additional information was received that the patients ipgs were replaced with only one ipg due to difficulty in operating two ipgs. No device malfunction was suspected.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipgs were replaced for an unknown reason. The replacement was physician's preference. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipgs were replaced for an unknown reason. The replacement was physician's preference. The patient was doing well postoperatively.